Manufacturer narrative:
Invacare was made aware of an event in the (B)(6) involving a action 2ng manual wheelchair which was manufactured by invacare (B)(4). The myon wheelchair, made at invacare owned invamex and sold in the us, has been determined to be similar in design to the action 2ng and would be likely to have the same adverse outcome as this event. The action 2ng wheelchair has not been returned to invacare (B)(4) for an evaluation. It was returned to a service center and we are awaiting further information. If additional information becomes available, a supplemental record will be filed.

Event description:
The patient was being transported in a vehicle, and the wheelchair was strapped into at the front and rear tie-down points. The end-user was seated in the chair with the lap-strap on and fastened. The vehicle stopped suddenly. The end-user and the wheelchair were both thrown forward, causing the end-user to fall to the floor with the wheelchair on top of her. During the fall, the right side of the lap-strap had become detached from the fixing bracket. The end-user sustained a break to her right leg/hip.